Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was 140 mg/dl. The customer stated that the up and down arrow button on his insulin pump was not working. The troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances and found yes. The customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a backup plan. The product will be returned for analysis.